Event description:
Upon withdrawal of the insertion sheath, the carrier tube shaft came away from the tensioner hub. The user cut the suture, tamped and completed the deployment. Hemostatis was achieved with no consequences to the pt. A preplacement angiogram was not performed prior to deployment. The user has completed three of the required six deployments in the certification process. Evaluation results received in january,2005 indicated this was reportable as a possible malfunction.